Event description:
It was reported that during a pacemaker replacement procedure, a connection issue with the ventricular lead was incurred. Specifically, it was reported that the prior to lead insertion, the screwdriver was inserted into the screwdriver slot. After lead insertion and 7 to 8 rotations of the screwdriver clicking of the screwdriver was heard. However, there were no ventricular pacing spikes and spontaneous qrs was not evident either. The physician pulled on the lead, which could be easily removed from the port without loosening the set-screw. Additional attempts were made to connect the ventricular lead then the atrial lead in the ventricular port of the pacemaker without success. In each attempt there was clicking of the screwdriver, but the lead could be easily removed by pulling. Another pacemaker was subsequently implanted instead.

Event description:
It was reported that during a pacemaker replacement procedure, a connection issue with the ventricular lead was incurred. Specifically, it was reported that the prior to lead insertion, the screwdriver was inserted into the screwdriver slot. After lead insertion and 7 to 8 rotations of the screwdriver clicking of the screwdriver was heard. However, there were no ventricular pacing spikes and spontaneous qrs was not evident either. The physician pulled on the lead, which could be easily removed from the port without loosening the set-screw. Additional attempts were made to connect the ventricular lead then the atrial lead in the ventricular port of the pacemaker without success. In each attempt there was clicking of the screwdriver, but the lead could be easily removed by pulling. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.